Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and the information provided, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the cystonephrofiberscope came out cloudy and flooded. The issue occurred during sterilization of reprocessing. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.